Manufacturer narrative:
The product involved in the report was not returned for evaluation; however, the reporter provided photographic evidence; the complaint was confirmed as reported. The root cause could not be determined. The device history record for lot 553803 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. It was reported: when used by the patient they complained of [a general] discomfort. A pinhole was found in the middle of the two prongs; there was no reported injury.